Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. No complaint sample was available for assessment but a review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. The investigation result does not find any fault in the manufacturing process no action is required at present. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
When the transparent carrier(#3) was removed, the carrier delaminated and thin layer left on the film. No patient harm. No delay in treatment. Backup dressing was available. The dressing was once put on the skin, so it will not be returned. Please confirm the attached photo of the sample.